Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that when attempting to record 12 lead electrocardiogram (ECG), touching the "start recording" button on the screen redirected the user to the main screen. The user stated this occurred multiple times throughout the incident. The monitor was restarted by the user, restoring functionality. Response to good faith effort attempt indicated no other touch inputs were affected and confirmed there was no report of actual harm to the patient and no delay to therapy occurred at the time of the incident. Patient full disclosure report and log files have been received and are pending analysis. An additional request for information has been sent and the response is not yet received.

Manufacturer narrative:
Updated method code

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that when attempting to record 12 lead electrocardiogram (ECG), touching the "start recording" button on the screen redirected the user to the main screen. The user stated this occurred multiple times throughout the incident. The monitor was restarted by the user, restoring functionality. Response to good faith effort attempt indicated no other touch inputs were affected and confirmed there was no report of actual harm to the patient and no delay to therapy occurred at the time of the incident.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that when attempting to record 12 lead electrocardiogram (ECG), touching the "start recording" button on the screen redirected the user to the main screen. The user stated this occurred multiple times throughout the incident. The monitor was restarted by the user, restoring functionality. Response to good faith effort attempt indicated no other touch inputs were affected and confirmed there was no report of actual harm to the patient and no delay to therapy occurred at the time of the incident.

Manufacturer narrative:
Product UDI updated.

Manufacturer narrative:
Updated component code.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that when attempting to record 12 lead electrocardiogram (ECG), touching the "start recording" button on the screen redirected the user to the main screen. The user stated this occurred multiple times throughout the incident. The monitor was restarted by the user, restoring functionality. Response to good faith effort attempt indicated no other touch inputs were affected and confirmed there was no report of actual harm to the patient and no delay to therapy occurred at the time of the incident.